Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the sensor readings/ measurements were observed incorrect due to discrepancy in pressure. As a result, the sensor was recalibrated on (B)(6) 2017 which resolved the issue. The patient was discharged on (B)(6) 2017 and is doing well.